Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to insert the lead into the channel for 8-15 electrodes on the neurostimulator. An attempt was made to insert the other lead to be implanted in this channel, but again was unsuccessful. It was noted that the lead(s) would only go half way in. It appeared that there was a blockage in the 8-15 channel which did not allow proper insertion. The channel on the device for 0-7 electrodes had no issues. As a result of the unsuccessful lead insertion attempts, a new stimulator was successfully implanted.